Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 600 to "high"; although specific value was not provided. Customer had high ketones and ketone levels were identified as life threatening by health care provider. Customer attempted to address their bg value by a bolus via the pump. Customer was hospitalized and subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released on (B)(6) 2022. Tandem technical support performed as system check and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.